Event description:
It was reported that during a coronary stent procedure, the physician was unable to cross the lesion and the stent dislodged during removal. The stent was located and deployed were it had dislodged (not the target lesion). No pt injuries or complications were reported.